Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition. It was also observed that there was one shock impedance measurement greater than 125 ohms. Technical services was consulted and recommended clearing the fault and evaluating both device and lead integrity. Additional electrical integrity testing and x-ray imaging were unremarkable. The patient will follow-up in two months and if at that time the impedance value remains high, the physician will consider device replacement. No adverse patient effects were reported. This ICD system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition. It was also observed that there was one shock impedance measurement greater than 125 ohms. Technical services was consulted and recommended clearing the fault and evaluating both device and lead integrity. Additional electrical integrity testing and x-ray imaging were unremarkable. The patient will follow-up in two months and if at that time the impedance value remains high, the physician will consider device replacement. No adverse patient effects were reported. This ICD system remains in service.